Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The pt had significant comorbidities and underwent repair of a recurrence nearly 6 months post implant. During the repair extensive adhesions were lysed. During a consult for an abdominal wall abscess on (B)(6) 2007 the physician noted that during the repair on (B)(6) 2007 a concern for an unrecognized bowel leak was possible due to the adhesiolysis process. The physician discharged the pt on a "nothing by mouth" status and antibiotics for 3 days. During the consult the physician stated that the mesh needed to be removed and the defect would have to be closed using sutures. The pt and family were informed of the possibility of fistula formation, ileostomy or colostomy. The medical records note the pt's family ultimately decided, due to the significant comorbidities, the pt was a candidate for hospice care. Based on the info provided it does not appear the two composix e/x meshes utilized in the repair on (B)(6) 2007 contributed to the pt's death. The only mention in the medical records regarding the composix e/x meshes, was during the consult for the abdominal wall abscess, and that it would have to be removed. The removal was not conducted and therefore the mesh was left in place. The mesh was contaminated due to the bowel leak. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Although it does not appear there is any direct connection between the mesh and the escalation of events there after, without additional info, no conclusion can be drawn. See MDR 1213643-2011-00588 for info related to the composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2012-00360 for info related to the second composix e/x mesh implanted on (B)(6) 2007.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of an incarcerated ventral hernia with composix kugel and enterolysis for a small bowel obstruction. On (B)(6) 2007 - pt underwent repair of an incarcerated peri-umbilical incisional hernia with two pieces of composix e/x mesh. Small bowel was noted adherent to the peri-umbilical hernia defect. Extensive lysis of adhesions was performed; adhesions noted on the abdominal wall and undersurface of previously placed mesh. The composix e/x meshes were placed above the previously placed composix kugel. On (B)(6) 2007 - pt presented to the ER for episode of unresponsiveness and slurred speech. Pt was found to have blood sugar of 20 and swelling of the abdomen. Pt admitted and diagnosed with an abdominal wall abscess. On (B)(6) 2007 - pt underwent CT guided drainage, 40 ml of purulent or feculent debris removed. On (B)(6) 2007 - office visit: pt has staples removed. On (B)(6) 2007 - pt expired.